Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed and narrow lesion in the mid left anterior descending artery (lad). On (B)(6) 2014, the patient presented with chest tightness. Coronary angiography showed three vascular lesions. On (B)(6) 2014, a 3.5x28mm xience xpedition stent was implanted in the proximal and middle lad. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient was re-hospitalized for chest tightness and pain. Conventional drug treatment was given and the patient was discharged on (B)(6) 2017 after his conditions improved. Per the physician, the relationship between the event and the device is not known. No additional information was provided.